Event description:
This female peritoneal dialysis (pd) patient called customer service to place an order and reported being hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain, nausea, vomiting, and cloudy pd effluent. Additionally, the patient was not eating and drinking. The patient¿s sister recently passed away, so in addition, the patient was also not doing well for that reason. The patient¿s blood pressure was low (no reading provided). 911 was called and the patient was transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital and diagnosed with peritonitis. No culture results were available. The patient was initiated on antibiotics. The patient was prescribed intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). It is known that the patient¿s dosage on (B)(6) 2025 was held as the vanco trough levels were too high (values not provided). The patient was discharged on (B)(6) 2025. The patient was due to be seen in the clinic for follow-up on (B)(6) 2025. The cause of the patient¿s peritonitis is unknown. Attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This female peritoneal dialysis (pd) patient called customer service to place an order and reported being hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of abdominal pain, nausea, vomiting, and cloudy pd effluent. Additionally, the patient was not eating and drinking. The patient¿s sister recently passed away, so in addition, the patient was also not doing well for that reason. The patient¿s blood pressure was low (no reading provided). 911 was called and the patient was transported to the hospital via emergency medical services (ems). The patient was admitted to the hospital and diagnosed with peritonitis. No culture results were available. The patient was initiated on antibiotics. The patient was prescribed intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). It is known that the patient¿s dosage on (B)(6) 2025 was held as the vanco trough levels were too high (values not provided). The patient was discharged on (B)(6) 2025. The patient was due to be seen in the clinic for follow-up on (B)(6) 2025. The cause of the patient¿s peritonitis is unknown. Attempts to obtain additional details were unsuccessful.